Event description:
It was reported that the nc trek became kinked during insertion through the tuohy valve; however, advancement was continued. The nc trek did not reach the left circumflex target lesion as the device separated at the hypotube inside the 6 french guide catheter. The separated segment was removed along with the guide catheter. Another guide catheter was inserted and the procedure was completed with another nc trek. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4): continued use of the device after knowing the device had kinked during insertion. The device was returned for evaluation. The reported kink that resulted in a separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. As it was reported that the shaft had kinked and the attempt to continue advancing caused the shaft to separate, it should be noted that the instruction for use (IFU, cdc, nc trek rx, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, although the attempt to advance the kinked shaft likely contributed to the separation, the kink occurred during insertion through the tuohy valve.